Manufacturer narrative:
On (B)(6) 2025, patient reports lumps and disfigurement requiring medical intervention after off-label injection in the temples on (B)(6) 2020. It is unknown at this time if any medical intervention has been provided. Per the bellafill instructions for use: bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Per patient, the patient's current provider believes that surgery may be best to address the patient's current issues. Attempts to reach the patient's current provider to obtain additional information and to confirm whether medical intervention has been done, with no additional information at this time. A2:. Age at time of event: patient states that they are in their 50's. B3: date of event - 09/30/2025: date patient indicated disfigurement reqiuring medical intervention. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Bellafill injector: (B)(6). Current provider: (B)(6).

Event description:
On (B)(6) 2025, patient reports lumps and disfigurement requiring medical intervention after off-label injection in the temples on (B)(6) 2020. It is unknown at this time if any medical intervention has been provided.